Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements with a gradual increase, above 127 ohms. Technical services recommends continued monitoring of right ventricular (rv) lead parameters and consideration of lead replacement if values exceed established thresholds. No adverse patient effects were reporter. This lead remains in service.